Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the ventricular threshold test did not correctly decrement the output voltage. The capture test began at 2.5v and did not decrease. During a subsequent follow-up, the polarity was changed to unipolar with the same results for the threshold test.